Event description:
Floaters/particulates were found in several batched IV epidural products to the point where we discarded the batched products entirely because we did not feel it was safe for patient use. Our new batching process includes pooling the IV epidural compound and then filling empty bags using a baxter repeater pump. We are unsure it is related to staff technique, product design, or problem with the product.